Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer reported the blood glucose value was 399 mg/dl in the morning and took a manual shot. The sensor glucose was in the 300s and was coming down but the meter reading was over 500 mg/dl. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer stated to wait for a while longer to see if the blood glucose was coming down as the customer had 13 units of active insulin. The customer declined to troubleshoot or for further assistance. It was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.